Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (1 mg/ml at 0.3393 mg day) and bupivacaine (1 mg/ml at 0.3393 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient stated their pump was extremely uncomfortable in their body. There were no known environmental/external/patient factors that may have caused or contributed to this event. It was reported that the pump was moved to a different location in their body, from the right side of their body to the left due to pump pain. The issue was resolved at the time of the report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.